Event description:
The reporter indicated that on (B)(6) 2011, he received medical treatment for a blood glucose reading of "21 mg/dl" and was in a state of coma. After his admittance to the hospital, the patient reportedly had pneumonia and a heart attack. Reportedly prior to his hospitalization, his blood glucose reading was "350 mg/dl." On (B)(6) 2011, the patient attempted to correct his blood glucose with the animas ir 1250 but an alert of "no delivery" was present on the insulin pump disallowing the distribution of insulin. Multiple attempts were made on the alleged insulin pump without success. The "no delivery" message persisted. At a later time, the patient reportedly called his kids for assistance. Again, the end result was a "no delivery" message. According to the patient, his son-in-law gave him a syringe insulin injection of "5-10 u." Subsequently, his blood glucose went low. The patient was admitted to the hospital soon after on (B)(6) 2011. The patient resumed his insulin pump treatment on (B)(6) 2011. During troubleshooting, the customer care advocate/hcp made an assessment with the insulin pump. Based on the record history of insulin distribution on (B)(6) 2011, there was no mechanical defect as the insulin was delivered accordingly as the 'no delivery" message will be persist until priming of the insulin pump has been performed. Based on the pump history, there were three boluses given around 1:45 in the morning of (B)(6) 2011 on top of the injection given the night before. The hcp (health care provider) suggested that the three boluses could have been the causation of his hypoglycemia on the day of concern.

Manufacturer narrative:
The causation between the patient alleged hypoglycemia and the animas pump cannot be determined as there is no correlation. However, this complaint is being reported due to possible user error, which subsequently led to a hypoglycemic episode and the alleged medical intervention. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.